Event description:
The customer reported that the monitor displayed a flatline after the pt was defibrillated, but the defibrillator did not. The monitor was not connected through the defibrillator, but was connected directly to the pt. The flatline cleared up after rebooting the monitor. The screen displayed messages about "easi". The pt expired.